Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Foreign report source: (B)(6).

Event description:
It was reported during a left knee arthroplasty, the instrument cracked during routine impaction. Nothing fell into patient. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Complaint is confirmed. Visual examination of the returned product identified signs of repeated use and is fractured. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The root cause of the reported issue was due to repeated use of this instrument for more than 10-year field life; which causes wear and tear to the instrument and led to the fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.